Manufacturer narrative:
Date sent to the FDA: 06/15/2021. Additional information: a1, a2, b7, d3, d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted ¿the superior portion of the mesh has come completely detached from the fascial edge and there was herniation of omentum and a loop of small bowel. She was forced to convert the surgery to an open surgery where she created serosal tears on the small bowel in an attempt to reduce it into the abdomen. After the mesh was removed off of the small bowel, the bowel was very thin and compromised. A bowel resection had to be performed.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.